Event description:
The complainant reported that the impella 5.5 was plugged into the automated impella controller (aic) and immediately received an ¿impella defective¿ alarm. The impella and the aic were replaced. There was no reported patient harm.

Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the console (aic) yellow alarm has been completed. The data logs were reviewed which confirmed the reported event. There were multiple instances of impella defective alarms (event set #3), preceded by errors when the console attempted to read the calibration data (first section) from the eeprom of the pump. Specifically, the issues with reading data from the pump¿s eeprom were caused by crc errors when comparing what was read versus what was expected. The console was returned and upon evaluation, reported complaint could not be reproduced despite testing the functionality of the epm reading the pump eeprom during initial connection of a known-good pump (multiple times). The console was inspected internally, and there were no misaligned cables. The root cause was isolated to the impellatronic, because the impellatronic is responsible for reading the eeprom data and sending it to the 4-in-1 (epc). D2-corrected common device name d4-corrected model number.